Manufacturer narrative:
H10 - related report numbers: mw5170038, mw5170040, mw5170041, mw5170042, mw5170043, mw5170044, mw5170045, mw5170046. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a colonoscopy sample had been contaminated with fungus for the second time in one month. A separate sample from another patient had also become contaminated during egd (esophagogastroduodenoscopy) collection. The pathologist wondered if the said contamination might be coming from the scope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device model was unknown olympus selected ¿aizu olympus co., ltd.¿ as a representative reporting site. Updated fields: h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.